Event description:
The operating room table was used in a procedure where the unit was doing a 3d scan. The c-arm stopped on the left side of the patient's head and would not do anything. Elapsed time was approximately 20 seconds. The procedure was completed on this unit after re-locking. The magnus table operated without issue before and after this incident. No injury reported. (B)(4).

Manufacturer narrative:
Maquet service has investigated the operating room table. The manufacturer assumes that a defective switch caused the failure of the operating room table. This switch has been replaced. Further investigations will be performed. Should additional details become available, a follow-up MDR will be submitted. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).